Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer had an unspecified cartridge issue. There was no adverse impact to the customer's blood glucose level. Additional information was not provided. The customer was not able to complete reloading of cartridge due to low insulin level. Customer would reach back if additional assistance was needed.